Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touchscreen is now unresponsive to presses. Reportedly, the customer is unable to unlock the pump. Customer's blood glucose level was not impacted. Reportedly, customer has a back up pump for insulin therapy.